Event description:
Information received with return of the explanted device notes that "post mammo hematoma pt had pocket stimulation". An attempt to fix the problem with pocket revision was unsuccessful. One month post revision, the device was replaced.